Manufacturer narrative:
(B)(4). The failure found in the received samples is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned and the investigation is currently in progress.

Event description:
The tube cuff was pre-tested before placement. A cuff leak occurred 2 days after insertion. There was a ventilator alarm. The patient was intubated orally with a replacement tube.